Event description:
A hospital reported via a distributor that both heater wire pins in an rt106 adult inspiratory heated breathing circuit were 'bent away from each other'. This prevented connection to the heater wire adapter. This event was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
An attempt was made to insert a heater wire adapter to the heater wire plug on the inspiratory tube of the rt106 breathing circuit. Results: both pins on the inspiratory tube were bent outwards making it impossible for the heater wire adapter to be inserted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: heated breathing circuits contain a heater wire socks for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in october 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. This event occurred after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during transport or during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in adult breathing circuits has a rate of occurrence worldwide of 16 ppm (out of all units sold) in the last year to january 2009.